Event description:
User alleges a pt had a tracheostomy tube replaced due to a cuff leak. The tube was discarded. The next day another cuff leak was noted. The pilot balloon would not stay inflated. It is not known if the unit was pretested per the instructions for use. No adverse outcome.